Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: both screws show signs of usage. Examination of one of the screws shows traces of bone residue. The tip of this screw is completely broken off. The other screw shows signs of usage as small amount of bone residue visible, but the tip is in good condition. As 2 screws from different lot numbers were returned, cannot determine which screw came from which lot number. A review of the device history records for both screws was conducted and these lots were manufactured to drawing and specifications. Lot 8721152 was manufactured in november 2013 and lot 8798651 was manufactured in january 2014. It is likely that too much mechanical force while inserting the screw into the bone caused the tip breakage of the screw. As the screws are very small and fragile, a lot of care is required while handling. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of the screws were broken easily. Since this occurred on two screws in a row, the surgeon decided to dispose the rest of the screws. This occurred during surgery. There was no reported delay in the procedure and no reported patient harm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.